Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer reported a blank display. Troubleshooting was performed and found that the insulin pump got exposed to moisture. The customer was advised to change the battery and monitor the pump for 2 hours and the customer got a frozen display. No harm requiring medical intervention was reported. The customer will discontinue using the device and will be returned for analysis.